Event description:
It was reported that noise resulting in oversensing and inappropriate high voltage therapy was noted on the right ventricle (rv) lead. Abbott technical support was contacted and the rv lead was replaced to resolve the event. The patient was in stable condition.